Event description:
It was reported that via a merlin.net transmission, the atrial lead exhibited low impedance and drops in p-wave sensing. Automatic mode switch episodes were also noted and the patient felt fatigued. No intervention was reported and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.